Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted:(B)(6)2016, product type catheter

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [500 mcg/ml] at a dose of 174.2 mcg/day. It was reported that the last two pump refills had removed far more from the reservoir than expected. In (B)(6) 2016, the expected reservoir volume (erv) was 4.8 ml, and the actual reservoir volume (arv) was 4.9 ml. The patient was on lioresal [500 mcg/ml] at a dose of 95.59 mcg/day. In (B)(6) 2017, the erv was 7 ml, and the arv was 22 ml; the dose at the time was 193.88 mcg/day. In (B)(6) 2017, the erv was 5 ml, and the arv was 32 ml with a rate of 174.2 mcg/day. The patient was not exhibiting signs or symptoms of withdrawal. It was possible there was a catheter occlusion. The patient was very wobbly in the lower right quadrant (lrq) pocket. The seat belt strap from the patient¿s wheelchair caused the pump to tilt out from the area most distal from the catheter. No fall was reported. A dye and rotor study was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report. Surgical intervention did not occur, and it was unknown if it was planned. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 17-nov-2017 the patient had a pocket revision, moving the pump pocket up more toward midline and to left upper quad of the abdomen where seat belt will not push on the pump. During the revision the catheter was disconnected from the pump and a dye study was done by the physician. The dye study showed myelogram, therefore the catheter patent and intrathecal and no catheter revision was necessary. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported there as an attempted catheter dye study on (B)(6) 2017. The port was accessed using a 24-gauge needle, but they were unable to aspirate any cerebrospinal fluid (csf)/medicine from the catheter. The needle was removed, and a new 24-gauge needle was inserted, and still, there was no aspiration possible. A rotor study was reported to be fine. The patient was being referred to the implanting doctor for catheter revision and pocket relocation. The issue had not been resolved as of (B)(6) 2017. No further patient complications were reported.